Manufacturer narrative:
Physio-control further evaluated the device. The on/off switch had been pushed back into place. After the loose on/off switch had been fixed, the reported issue of the device not powering on, could not be duplicated anymore. The device was fully functional, and defibrillation energy could be charged and delivered. The cause of the reported issue was due to the on/off switch being loose. A replacement device was provided to the customer under warranty.

Manufacturer narrative:
(B)(4). Physio-control evaluated the device and verified the reported issue. Physio continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
It was reported to physio-control that the customer's device would not power on when pushing the on/off button. It was reported that the on/off switch was not functional. During device evaluation, physio observed that the on/off switch was not seated properly. There was no patient use associated with the reported event.